Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed under local anesthesia on an unknow date. Additionally, fiducials markers were administered transperineally. After the spaceoar placement procedure, the magnetic resonance imaging (MRI) and computerized tomography (CT) imagery were reviewed. A rectal wall infiltration (rwi) was detected going through the muscularis layer of the rectum towards the midgland and apex. The patient received planned stereotactic body radiation therapy (sbrt). There were no patient complications as result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The initial reported is (B)(6). However, the applier physician is (B)(6). Block h6 (device codes): problem code (B)(4) captures the reportable event of gel misplaced non vascular.